Event description:
It was reported that the patient presented to the emergency department for syncope or near syncope and a remote transmission was generated. Qualified personnel reviewed the transmission and determined that the right ventricular (rv) lead appeared to be undersensing which led to false classifying of episode terminations. It was further reported that the rv lead appeared to be oversensing on a ventricular arrhythmia. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID :407652 lead, date of implant (B)(6) 2019, dtma1d4 crt-d date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.